Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. No additional information was provided.